Event description:
It was reported by the patient that the start/stop button on the previously working remote monitor was unresponsive. The patient disconnected and reconnected the power cord and the start button was responsive and the patient was able to start a transmission. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.